Event description:
It was reported that during an acl procedure using the eliminator icw wand, the sealer and head of the wand on the tip detached. The procedure was completed without significant delay and there were no reported pt complications.